Manufacturer narrative:
The system was used for treatment. This case is reportable as a MDR due to the reportable malfunction of the pressure dome membrane leak. Since this reportable malfunction is only associated with the kit, this MDR will only be against the kit. A batch record review of kit lot f346 was conducted. There were no non-conformances. This lot met all release requirements. A review of kit lot f346 for the reported complaint issue shows no trends. Trends were reviewed for complaint categories, alarm #18: system pressure, pressure dome membrane leak. No trends were detected for these complaint categories. Complaints are monitored through tracking and trending. If a trend is detected, further investigation will be conducted. The smartcard and photographs related to the complaint were returned for investigation. The returned smartcard was reviewed and confirmed the occurrence of the alarm #18: system pressure. The smartcard identified that the system pressure was found to be high at the time the alarm occurred. If the pressure dome is not properly attached to its pressure sensor due to one of the latches of the pressure dome not being secured in the circumferential groove, then the diaphragm of the pressure dome could become unseated. This could have contributed to the blood leak that occurred from the system pressure dome membrane leak. However, this could not be determined from the supplied information. The customer provided photographs were investigated and confirmed the system pressure dome membrane leak that occurred. The root cause for the incident could not be determined. Investigation complete. (B)(4)

Event description:
The customer reported that an alarm #18: system pressure warning and system pressure dome membrane leak occurred at approximately 215 ml whole blood processed. The customer stated that the system pressure dome did not dislodge from the transducer, but did happen to leak blood onto the transducer and the instrument pump deck. The procedure was aborted with no blood returned to the patient. The kit was then uninstalled, removed and discarded. The patient was in stable condition before, during and after the incident. The customer indicated the patient would receive treatment on a different instrument. There was no medical intervention, blood transfusion, or saline bolus needed. The customer will return photos and the smartcard to be investigation. No further action required at this time.